Event description:
It was reported that during central processing it was discovered that a fragment was missing from the tip of the monopolar curved scissors instrument. There were no reports of patient involvement. Intuitive received the following additional information via follow up: the reported damage was found during central processing. There were no reports of the instrument being damaged during its last use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the returned product did not exhibit the event described in the complaint. The single port mcs instrument does not have a tip but uses a mcs tip accessory. An in-house mcs tip accessory was installed on the instrument without issue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The in-house mcs tip accessory did not fall off during the testing. The instrument was found to have abrasions to the tube adapter. No missing material. The damage did not affect the connection of the in-house mcs tip accessory to the instrument during the in-house system testing. Common cause of this failure is attributed to the user.